Manufacturer narrative:
Log file analysis: log file analysis revealed multiple premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator the patient called to report that he heard a beep from the battery on power port 2. When he checked both batteries were fully charged and there was no power switching was noted. This occurred multiple times with several batteries. The patient was instructed to come to clinic to have the controller evaluated. Log files were sent and no evidence of power switching was noted. There was also no indication of abnormal battery behavior. The vad coordinator reported that the batteries do not click into power port 2 as well as on the left side. No bent pins were noted. The site decided to perform an elective controller exchange which the patient tolerated without issue. Investigation is ongoing.